Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. In this case, it was reported the promus sds was being used in the leg. It should be noted the instructions for use (IFU) states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Several attempts were made to obtain clarification from the account as to the details of the procedure; however no further information was available. In this case, without the product to examine and the limited information available, a conclusive cause for the reported shaft separation could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned and the lot number was not reported.

Event description:
It was reported that the 3.0 x 20 mm promus device was used in the distal leg. The shaft was reported to have separated. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information was received stating that the separated shaft was retrieved. The method of retrieval was not reported.